Event description:
It was reported, that the patient presented to the hospital. For a generator changeout procedure. Interrogation of the pulse generator, prior to the procedure noted, that the right ventricular (rv) lead was oversensing noise. Resulted in pacing inhibition and exhibited low pacing impedance measurements. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.